Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:during testing, the display screen was found to be dim and discolored with fading lettering. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked near the finger grip pad. A leak test was performed and a leak was found. Also unrelated to the complaint, evaluation revealed that there was visible corrosion in the battery compartment and on the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.